Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm watchdog alarm (a13), and software error alarm (a52). Customer's blood glucose at time of incident was unknown. The customer's father was explained the alerts and assist him with testing of the pump. The customer stated the alarms occurred several times and no change setting occurred also, did not occurred after changing battery and did not prime. The customer agreed to replace insulin pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No a13, no a52 and no prime anomaly during test noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.